Event description:
See below explanation; I was sleeping with my philips respironics dreamstation CPAP machine on. At about 2 am I woke up coughing, having difficulty breathing, and with a headache. The air that was coming out of my CPAP machine smelled like toxic burning plastic, and the blower was making a high-pitched whining noise. I shut the machine off, and got my old CPAP and used it to go back to sleep. In the morning I opened the machine up and examined it. I found black particles in my humidifier tank, and black debris in the air passages. I am enclosing photographs of what I found. I have not been able to use the machine since this occurred. I contacted my dme, (B)(4), and took it in to be seen by their technician. He informed me that he could send it to the repair facility but the cost of repairing it would be almost as much as the cost of a new machine. I elected not to have it sent in and contacted philips respironics to see what they could do. On (B)(6) 2021 I spoke to (B)(6) and he gave me an rga number to send the machine in to have it examined. I explained what had happened and e-mailed him photos of the problem with the machine. Two days later I was called by (B)(6) from philips respironics and I also sent her pictures of the problem with the machine. I have not sent the machine into them and I am keeping it for evidence. About a month after this all happened philips issued a recall. I have registered on their website. At this point I am without my CPAP machine and phillips has not provided any remedy. I have atrial fibrillation and failure to treat for sleep apnea can be life threatening. FDA safety report ID # (B)(4).